Event description:
It was reported that a (B)(6)) infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event. The right atrial (ra) lead was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: d314trg ICD, implanted: (B)(6) 2014. (B)(4).